Event description:
It was reported that on literature review " journey-deuce bicompartmental knee arthroplasty with the addition of computer navigation achieves good clinical outcomes and implant survival at 10 years", three (3) patients had developed significant patellofemoral crepitus and/or pain that was thought to be due to the non-resurfaced patella tracking over the lateral lip of the prosthesis after a brainlab computer-assisted unicompartmental knee arthroplasty using journey deuce system. These events were solved by a secondary surgery to resurface their patella. Subsequently, the patellas were resurfaced in all arthroplasties, and no further patellofemoral issues were observed. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Aujla, r. S., woodhouse, j., ebert, j. R., finsterwald, m., jones, c. W., yates, p., ... & wood, d. J. (2022). Journey-deuce bicompartmental knee arthroplasty with the addition of computer navigation achieves good clinical outcomes and implant survival at 10 years. Knee surgery, sports traumatology, arthroscopy, 30(9), 3168-3175. Doi: doi.org/10.1007/s00167-021-06579-8. Section h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.